Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had been working with the patient on various programming options as well as has been working with the doctors office who has been working with the patient. The patient had an appointment today.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that after implant everything was going very well, 100 percent better, they had no issues and it was life changing, everything went very smooth until they started increasing several times because the "benefits went away" (symptom return) and they were having some zapping when they moved. They said, about a month ago at their follow-up appointment the manufacturing representative (rep) put it on intermittent, but all the symptom problems kind of came back including the zapping so their doctor gave them the rep's phone number, who had been guiding them over the phone and they've been changing settings and consulting with the rep once a week since then but all the symptoms were back including the zapping and they were trying to get it back to where it was and the doctor told them to call. Reviewed therapy optimization information, stim sensation information, control equipment general use and function and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and device information. They were redirected to their doctor.